Event description:
Information received by medtronic indicated that the customer reported physical damage on the insulin pump along with a crack on the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue using the insulin pump and was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the belt clip bottom left to the battery compartment found on (B)(6) 2023. Insulin pump received with constant critical pump error (open book) and unsuccessful to download to crest. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump was cut open to perform visual inspection and found moisture damage on the electronics, motor, force sensor, keypad flex tail, battery tube and internal battery. Unable to download firmware using crest and thus due to critical pump error (open book image) alarm. Force sensor zero offset are within specification (23.1 mv). The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment and cracked case behind the pump at the battery compartment. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment. Pump received with constant critical pump error (open book image) alarm and unable to download confirmed due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.